Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stylet damage is confirmed and was determined to be use-related. One photograph of a 4 fr groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed the distal tip of a stiffening stylet poking through the catheter shaft, proximal to where the distal valve is located. The white flushing hub of the stylet and the proximal piece of the two-piece connector assembly were observed on an open tray. Some use residue was observed on the devices in the returned photograph. The observed damage can occur due to excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that catheter rupture occurred during pre-filling, resulting in the waste of one catheter set. The patient experienced significant pain. No other information was provided.